Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the 2.0x15mm rx mini trek balloon dilatation catheter (bdc) was advanced to the lesion with no resistance. The balloon was pressurized twice to nominal; however would not inflate. The bdc was removed without issue. Once outside the patient anatomy, the device was still unable to be inflated. Another balloon catheter was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.